Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implant date: (B)(6) 2020; product ID: dtma1q1 crt-d, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing and lead dislodgment were noted on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.